Event description:
The grater is worn and dull.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The grater is worn and dull. Examination of the returned grater head confirms the reported wear out. The cutting edges are not as sharp as they would have been when the device was first distributed. There are signs of use from normal wear on the device. The lot code is not visible; a search of the complaints databases was therefore not possible. Based on the root cause finding of wear out, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.